Event description:
It was reported that an echocardiogram confirmed an rv (right ventricular) perforation. An ra (right atrial) perforation was not confirmed, but the physician decided to replace both leads. Both leads were explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. The full lead was returned for analysis.